Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure using a 23 mm commander delivery system, the cts initiated the case and successfully obtained access at all required points. The 14fr esheath was introduced without issue. The 23 mm sapien valve was crossed, and a stiff wire was positioned in the ventricle. The commander delivery system and valve were advanced through the esheath with proper alignment. While the cts was controlling the commander, flexion was applied, but resistance was encountered at the aortic arch just past the right subclavian artery. The cts continued to advance the system, which then abruptly jumped forward. The valve was positioned across the annulus and aligned in the coplanar view. At this point, the patient's blood pressure dropped to approximately 60/30 mmhg. The valve was deployed under rapid pacing without complication, achieving a 90/10 position with no paravalvular leak and a mean gradient of 3 mmhg. The patient received fluids and medications to stabilize blood pressure. A hemoglobin check revealed a drop from approximately 12 g/dl to 8 g/dl. The interventional cardiologist (ic) and cts reviewed angiographic images and suspected the valve may have encountered plaque while navigating the arch. Due to the hemoglobin drop and ongoing concern, a CT scan was ordered. After the patient was transferred for imaging, further review of the angiograms revealed a dissection in the aortic arch, likely occurring as the system passed through and before valve deployment. The CT confirmed a positive dissection in the arch. The patient remained hemodynamically stable with no evidence of root leakage. However, localized blood loss was noted near the right groin access site. Pressure was maintained at the site, and given the patient's stable condition, no further intervention is planned at this time. Per feedback from the fcs, the patient expired on the same day as the procedure. No damage was observed to the valve or delivery system as it passed over the arch. The perceived root cause of the blood loss in the groin area appears to be multiple needle sticks during attempts to gain access. There is no indication that an edwards device contributed to the blood loss. The fcs is unaware of any blood products being administered. The cause of death remains unknown at this time. Cardiopulmonary resuscitation (CPR) was performed for approximately 30 minutes before the patient was pronounced deceased.

Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. An addition was made to section b.1 and h.11. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: clinical code, type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficult to track system through anatomy was confirmed empirically. Available information suggests that patient factors (plaque) likely contributed to the event as it was reported that ''the valve may have encountered plaque while navigating the arch.'' Patient factors (i.e. Calcification) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.